Event description:
Facility biomed reported overinfusion. Intended programming was vancomyin 200 mg to infuse via guardrails at 20 ml/hr on pediatric patient. Device alarmed 10 minutes later and nurse found syringe empty. Patient became itchy and irritable and was treated with benadryl 15 mg and epinephrine 1:1000 subq. Facility reported that swelling subsided and pulse oximetry returned to normal (previous value was not reported to alaris). Rn rechecked programming and thought it was correct. Further information was requested several times from the customer about patient's final status, with no response from the customer. Event log was reviewed by alaris: at 10:09 a.m., a new syringe was installed and the unit was programmed for 30 ml bd syringe, which contained 25.54 ml. The user then selected drug ID 769 (vancomycin__mg in __ml) from the drug library. Programming was: drug amount=200mg, patient wt=13.9 kg, diluent=20ml, concentration=10:1. The user then entered a rate of 200ml/hr which calculated to a dose of 143.885mg/kg/hr. This immediately produced a guardrails warning that the dose was above maxium (20mg/kg/hr). The user elected to proceed and started the infusion. At 10:15 a.m., the module alarmed near end of infusion. At 10:17 a.m., the module alarmed syringe empty and the infusion was complete (total infusion time less than 8 minutes rather than approximately 1 hour as intended). This information was communicated to the customer and deemed to be due to a programming error. Recommendation was made to the customer for re-education of the staff concerning proper programming and the need to review appropriateness of programming parameters in response to device alarms and/or gaurdrails alerts.